Event description:
It was reported that the customer's pump touchscreen buttons were not responding to touch, making it difficult to operate. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.